Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle had a cracked shield with the needle sticking out.

Manufacturer narrative:
Investigation summary: one loose safetyglide needle and a 3ml syringe along with an empty package were received and visually evaluated. The needle had a cracked shield at the tip end with a piece of the shield missing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked shield defect is associated with either the needle assembly or material handling process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the bd safetyglide¿ needle had a cracked shield with the needle sticking out.